Event description:
Meter was reading high and during troubleshooting it was discovered that the meter would power off during use. The pt stated that pt was obtaining results of 13, 14, and 20 mg/dl. Pt read this as mmol/l, which would have been much higher results. The pt does not know how the meter went into the wrong unit of measure. The pt contacted pt's diabetes educator, who advised pt to contact lfs for assistance. No treatment was reported.